Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer mentioned having inaccurate readings with the sensor. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.